Manufacturer narrative:
The device was not returned to ventec for evaluation. The device was evaluated by another technician at the authorized service provider (asp) where the reported issue of providing low fio2 (fraction of inspired oxygen) readings could no longer be confirmed or reproduced. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by a third party service agent that the device was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002. Section d4, model #, of the initial medwatch report stated: prt-01184-000. Section d4, model #, of the initial medwatch report should have stated: v+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).